Manufacturer narrative:
H4: the lot was manufactured from august 22, 2022 to september 09, 2022. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused; further described as the pump should have administered chemotherapy for a period of 48 hours, however was already empty 24h after starting the therapy. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.